Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
A revision surgery is to be performed due to bone fracture and dislocation.